Manufacturer narrative:
The part was returned to failure investigation (fi). Visual inspection of the power management (pm) pcba revealed evidence of a burn mark on the d3 (switching diode). During debugging of the power management pcba, it was found that the d3 (switching diode) was open and the d37 (switching diode) was shorted. The d3 and d37 diodes were replaced on the power management pcba. The root cause was determined to be the d3 (switching diode) open and the d37 (switching diode) shorted on the power management (pm) pcba which prevented the ventilator from operating on backup battery. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer refused to disclose patient data.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Diode d3 of power management (pm) board had burn damage. The lithium -ion battery and pm pcba need to be replaced. The repair will be completed when pm board is delivered.

Event description:
The international customer reported that the biomed reported that battery failed occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The service technician reviewed the diagnostic log and confirmed that battery failed occurred. Diode d3 of power management (pm) board had burn damage. Only the power management board required replacement to resolve the issues. Calibration was performed and then no abnormality was found.